Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one day of post deployment, patient underwent balloon angioplasty of left superficial femoral vein, left external iliac and left common iliac vein. Inferior vena cavogram showed filter was noted to have tilted subtly and this was felt to be related to multiple passes of the wire. Around five years and one month later, patient presented with right leg pain, swelling and shortness of breath. A computed tomography angiogram of chest was performed which showed small bilateral lower lobe pulmonary embolism. The next day, a computed tomography of abdomen and pelvis was performed for ileal caval thrombus and back pain. The study showed that one of the filter legs extends through the wall of the vena cava at the left anterolateral caval margin. Additionally, another line extends off the posterior wall into the right pararenal fat. The same day, patient underwent venous angiogram and right femoral iliac lytic catheter placement. Venous angiogram of femoral veins and inferior vena cava showed evidence of right common femoral vein thrombosis with thrombus in the right iliac vein and thrombus in the distal inferior vena cava. There was no thrombus noted in the inferior vena cava filter which had approximately 30-degree tilt. No evidence of thrombus above the filter was noted. The next day, patient underwent bilateral femoral iliocaval venogram and left femoral, external and common iliac vein angioplasty and stent placement. Vena cavogram showed a tongue of thrombus within the distal vena cava with a small amount of thrombus within the filter itself. Around one year later, a computed tomography angiogram of thorax was performed for right sided chest pain. The study showed that lobar and segmental pulmonary emboli to the right lower lobe. These appear to be occlusive and significant clot burden. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g2, g3, h6 (device, conclusion). H11: d1, d4, g1, h6 (method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and clotting disorder. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism post filter implant; however, the status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. The device was not returned for evaluation. Investigation summary: images and medical records were not provided. The investigation is inconclusive for the alleged filter tilt and pe post implant as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and clotting disorder. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc .the device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pulmonary embolism post filter implant; however the status of the patient is unknown.